Manufacturer narrative:
The pump passed the active current test. Failed with sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alerts were recorded on 8/05/2025 08:56:00, 08/01/2025 07:14:00 and 07/28/2025 08:37:00 and off no power alert recorded on 08/01/2025 17:16:00 found in the history files or traces. Battery cycle 17.0 received the lowbatteryalert (104) on 08/05/2025 08:56:00 faster than expected at 3.65 days. Battery cycle 16.0 received the lowbatteryalert (104) on 08/01/2025 07:14:00 faster than expected at 3.54 days. Battery cycle 15.0 received the lowbatteryalert (104) on faster than expected at 3.43 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and keypad flex connector. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked case (battery tube). Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected and battery power loss were confirmed due to moisture damage on the pcba 1 and pcba 2. Pump received with a high sleep current measurement due to moisture damage on pcba 1 and pcba 2. No current code/category was confirmed due to high sleep current measurements. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the batteries were not lasting, and a crack along the battery casing. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer reported damage to the battery tube side. The customer also reported that the functionality of the pump was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.